Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed the location of the leads did not cover the pain pattern. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.